Event description:
The customer observed false reactive alinity I havab igg results generated for patient samples. The following data was provided: on (B)(6) 2025 sample ID: (B)(6) - 24-year-old female: initial result = 1.61 s/co, on (B)(6) 2025 sample repeated and result = 0.27 s/co (non-reactive). On (B)(6) 2025 same patient, sample ID: (B)(6) and result = 1.61 s/co, repeat result = 0.25 s/co (non-reactive). Previous results from on (B)(6) 2025 were both non-reactive. 18-year-old female - on (B)(6) 2025 sample ID: (B)(6) result = 1.08 s/co, repeat result on (B)(6) 2025 = 0.55 s/co. The customer also identified two additional samples that generated reactive results that repeated as non-reactive. No specific data was provided. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1: patient identifier: sids: (B)(6). Completed information for sections a2: age at time of event; a2 - age units (patient); a3a - sex: sample ID: (B)(6) - 24-year-old female; sample ID: (B)(6) - 18-year-old female. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by replacing the syringe assy which was found to be leaking. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional service ticket associated with discrepant or erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the syringe assy did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6), or the syringe assy was identified.

Event description:
The customer observed false reactive alinity I havab igg results generated for patient samples. The following data was provided: on (B)(6) 2025 sample ID (B)(6) - 24-year-old female: initial result = 1.61 s/co, (B)(6) 2025 sample repeated and result = 0.27 s/co (non-reactive). On (B)(6) 2025 same patient, sample ID (B)(6) and result = 1.61 s/co, repeat result = 0.25 s/co (non-reactive). Previous results from (B)(6) 2025 were both non-reactive. 18-year-old female - (B)(6) 2025 sample ID (B)(6) result = 1.08 s/co, repeat result on (B)(6) 2025 = 0.55 s/co. The customer also identified two additional samples that generated reactive results that repeated as non-reactive. No specific data was provided. No impact to patient management was reported.